Manufacturer narrative:
The photo provided by the customer shows that the secondary set fluid ¿brown solution¿ was observed to have gone past the primary set check valve into the primary set IV bag. The root cause of this failure was not identified.

Event description:
It was reported that during a 24 hr epoch chemo infusion via PICC line, initiated on (B)(6)2019, the user noticed after 16 hrs of infusing with approximately 8 hours remaining, fluid was noted to have back flowed from secondary to primary. The customer stated that there was no harm to the patient, however required an additional dose/bag of the chemo.other unspecified fluids were present at the time of the event. The customer reported that the infusion set up was per facility protocol.

Manufacturer narrative:
Concomitant medical product: PICC line, therapy date: (B)(6) 2019. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that during a 24 hr epoch chemo infusion via PICC line, initiated on (B)(6) 2019, the user noticed after 16 hrs of infusing with approximately 8 hours remaining, fluid was noted to has back flowed from secondary to primary. The customer stated that there was no harm to the patient, however required an additional dose/bag of the chemo. Other unspecified fluids were present at the time of the event. The customer reported that the infusion set up was per facility protocol.